Event description:
It was reported that the patient could not connect to their merlin@home monitor since (B)(6) 2023. The patient was directed to tech service for trouble shooting when possible. There were no patient consequences.

Event description:
New information received indicated the interrogation issue on the implantable cardioverter defibrillator (ICD) was related to the patient's landline connection. The patient was sent a cell adapter which resolved the issue.